Event description:
Report 1 of 2 for the same event: it was reported that during a bilateral wrist plating surgical procedure, it was discovered that the small battery drive device was intermittent. The reporter indicated that surgeon tried to use the device and it made a whining noise, stopped working and then ¿kicked back on¿. The device was replaced with another identical device. The reporter indicated that the same malfunction was identified on the spare device. The batteries were changed out in both devices during the same event. There was a fifteen minute delay to prepare a second spare device. The surgery was completed successfully with the spare device. The reporter stated that the patient was ¿fine¿ post-surgery and the patient felt a slight pain as normal from the type of procedure. The reporter indicated that the pain was not a result of or related to the device malfunction. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.